Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate readings. The complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with an insulin pump. Three days prior to contact to lifescan at 3 pm, the patient obtained blood glucose readings of over "500 mg/dl" on the subject meter. Reportedly, the patient increased his insulin via the insulin pump per the elevated reading. The patient lay down at 5 pm and woke up at 2:30 am. The patient claimed that he blacked out and does not remember what happened. Reportedly, he woke up in vomit with his face scrapped up. His house was damaged. The patient did not receive any treatment. During troubleshooting, the patient reported 2 readings of over "600 mg/dl" and one reading of "101 mg/dl" with the lifescan meter performed more than 20 minutes of each other. The customer care advocate noted that the subject test strips expired 11/2005. This complaint is being reported because the patient claimed he had symptoms that can be associated with hypoglycemia after he took insulin based on results from expired test strips. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.